Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn and damaged. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast keypad buttons were unresponsive; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the up key contact was found to be misaligned. The keypad flex cable was found to be peeling from the base. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and ok keypad buttons had a delayed response and required multiple button presses to elicit a response. The patient indicated that the keypad was peeling. It could not be determined if tactile changes occurred prior to damaged to the keypad. The patient denied any evidence moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with paper towels. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.